Event description:
Procedure: roux-en-y gastric bypass. Refer to continuation page for incident.

Manufacturer narrative:
Roux-en-y gastric bypass. According to the report: the suture detached from the orvil (anvil) during insertion and lodged in the esophagus. The device was being inserted trans-orally and became detached from the tubing. The surgeon was pulling hard during use and did meet resistance. The surgeon instructed the nurse anesthetist to perform other procedures such as chin lifts, deflating the endotracheal cuff, etc; however, the device still was not passing. Finally, the staff went above and pulled the pt's tongue forward or out of his mouth. The surgeon tugged gently and said that the device was able to be passed. Unfortunately, the oral gastric tube was no longer connected with the eea anvil. Upon inspection of the pt's mouth, the anvil was visible at the back of the throat. The anvil was oriented with the convex side up. The staff was able to withdraw the anvil and use a new orvil. The second orvil fortunately went down without issue. The gastrojejunostomy anastamosis was performed in the usual fashion without difficulty afterwards. The water test at the end of the procedure did not show any evidence of a leak intraoperatively. The pt became septic and was explored post-operatively on day three. The findings were significant for a leak at both the jejunojejunostomy and the gastro-jejunostomy anastamoses. Current pt's status: pt was in the ICU for approx two weeks. The pt stabilized, and was able to be transferred to a step down monitored bed. The pt developed a fascial dehiscence and was being closely monitored for an enterocutaneous fistula. There was no bleeding reported. However, this did result in tissue damage, as the pt became septic due to a leak on day three. The procedure was extended more than 30 minutes due to the problem.